Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section was not opening or closing when the handle was operated. One of the fulcrum pins of the grasping jaw was broken. The grasping surface was severely worn out, and the metal surface was exposed. Also, deformation was observed in the grasping section. Since the grasping section was severely charred, it was not possible to confirm the scratches. The manufacturing record was reviewed and found no irregularities. Upon confirming the subject device, it is determined that the pin in the grasping section broke causing the reported event. Based on the similar investigation results in the past, a strong force might have been applied in the direction of further opening the grasping section when the grasping section was fully opened already. This might have caused the pin to break. The grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated. Other possibility might be that the grasping section might have been closed while the ultrasonic output was repeatedly activated when it was not possible to confirm whether the tissue being grasped was completely resected. This might have caused the grasping section to tear and wear out severely. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic hernia repair using the subject device, the following malfunction occurred. The pin of the grasping section could have detached. The user checked inside the patient during the procedure and with CT after the procedure, but no fragments would be confirmed. The intended procedure was completed with another device. There was no patient injury reported. The event occurred when the user used it 3 or 4 times after the purchase of the device.